Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic for a routine follow up. Upon interrogation, it was revealed that the right atrial lead exhibited lead noise. The noise presented via noise reversion and false auto mode switch episodes. There were no sensing, threshold, or impedance changes. The noise was reproducible with arm movement. No changes were made and the patient will continue to be followed normally.